Event description:
The customer reported that the system was shutting down without command of the operator and self-rebooting. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. The lemo connector and ac power receptacles were also repaired during the service event. Boards and connectors were also reseated prior to functionally testing the system. The system was tested and found to be working as intended and put back into service.